Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The visual inspection of the returned t-handle confirmed the instrument is cracked which could have caused it not to properly function. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during inspection after a thr, it was found that the t-handle was cracked, procedure was previously finished with same device. No surgical delay or injury to patient reported due this event.